Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experience a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia and the location was not reported. The patient was not hospitalized for the event. Treatment was not reported. The outcome of the hernia and whether apd therapy was ongoing was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.